Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During evaluation it was determined that the reported condition of stopped working by itself was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had hose damage, cosmetic damage, was loose and the attachment could not be engaged. It was further determined that the device failed pre-test for visual, hose assessment, muffler tube and loctite due to component wear. UDI:(B)(4).

Event description:
It was reported from japan that during an unspecified surgical procedure, it was observed that the motor device stopped working by itself and the attachments were difficult to lock. It was also reported that this event occurred while using four attachment devices and one compact speed reducer device. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.